Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x28mm promus element drug-eluting stent was selected for use. During unpacking, it was noted that the stent structure was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element, mr, ous 2.75 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent od (outer diameter) was measured and is within the max crimped stent profile specification. The stent protector ID (inner diameter) was measured and is within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings appeared to be tightly wrapped and evenly folded. A visual and tactile examination found hypotube kinks along the catheter length. A visual and tactile examination found a severe midshaft kink 5mm from the port site and the corewire was also kinked. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x28mm promus element ¿ drug-eluting stent was selected for use. During unpacking, it was noted that the stent structure was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.